Event description:
It was reported by the rep that the device was used during a low anterior resection. It was reported the surgeon fired the device and did not hear a crunch. The anastomosis was harmed. An ax55b and cdh33 was used to complete the case. There was no consequence to the pt.